Event description:
It was reported that the user experienced a hypoglycemia event during lunch after receiving an on-device alert that the infusion set had expired; believing insulin delivery had stopped, the user administered an additional insulin dose by pen while the ilet continued to deliver insulin and later learned the alert indicated a required infusion site change with continued delivery. Investigation included customer interview and troubleshooting with education on alert interpretation and appropriate response to infusion set notifications. Further investigation of this case revealed user misunderstanding of the infusion set expiration alert and concurrent exogenous insulin dosing. Symptoms included low blood glucose with a measured value of 60 mg/dl. Outcomes included self-treatment with oral glucose tablets and food, with blood glucose increasing to 73 mg/dl and stabilizing, and no medical intervention or hospitalization. It was concluded that the event involved hypoglycemia with cause unclear due to user-administered insulin in the setting of continued pump delivery, and the user received education on device alerts and hypoglycemia management. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.